Event description:
An optometrist reported that a patient who underwent bilateral hyperopic lasik was diagnosed with dry eye and slow visual recovery in the right eye, over 6 month period after surgery. Patient was treated with artificial tears during the day and gel at bedtime and noted improvement with treatment. Another report is filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).